Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cs300 intra aortic balloon pump (iabp) the screen displayed static storm noise. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings,investigation conclusions). The clinical engineer in charge discovered that the screen was displaying static during the morning inspection before work. The system was rebooted several times, but the problem did not improve, so the fse was contacted via the agency. The problem was investigated, and when the clinical engineer touched the screen, the internal connection problem was fixed, so the problem did not reoccur. Regarding repairs, since service support for the cs300 has ended in japan, repairs will not be performed.